Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There were some stored untreated episodes due to the same oversensing due to low amplitudes. The sensing vector was set to the secondary vector. Also, the patient is on dialysis. Technical services discussed some programming options with the caller. There were no additional adverse patient effects. The system remains implanted.